Event description:
Procedure: lap rectum. Reportedly, during use, the balloon burst. The broken pieces fell into the pt cavity and were retrieved. Another instrument was used to complete the proceduer and there was no pt injury reported.